Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 60 units. Reportedly, the cartridge was filled with 340 units of insulin. The customer¿s blood glucose level was around 200 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate; however, after the delivery of approximately 10 units, the insulin gauge displayed an additional inaccurate fill estimate. Reportedly, the customer continued to use the pump for insulin therapy.